Event description:
A report was received that the patient underwent a pocket revision procedure due to pocket pain. The patient experienced pocket site irritation in which the physician believed it to be due to slow and improper wound healing from the time it was implanted.